Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# va0urxn, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had a stroke after the leads were implanted. It was also noted that the patient had an MRI due to a fall; both were noted as being unrelated to the device/therapy. The health care provider (hcp) reported that a CT scan was performed and resulted in "negative". It was then stated that there was a presumed lacunar infarct. The hcp stated it was likely related to the device be no direct actions were taken to resolve the issue. The issues began occurring in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.